Manufacturer narrative:
(B)(4)

Event description:
It was reported that there were corrupted egms due to excessive patient activated episodes, causing a device software reset. It was concluded no data was lost. Patient condition was good.